Event description:
The customer reported being hospitalized for high blood glucose. In addition, the customer stated the insulin pump had a motor error alarm during manual prime.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.